Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/24/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.